Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 6.6 inr. Approximately one hour later, a sample from the patient was tested in the laboratory using the thromborel s method, resulting with a value of 3.5 inr. The patient's warfarin dose was adjusted from 7 mg. Daily to 5 mg. Daily based on the laboratory value. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. Quality controls were tested on the meter in november 2018 and these passed. The reporter's product was requested for investigation and replacement product was sent to the reporter. Relevant retention test strips (lot 345218) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.